Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced lower abdominal pain. A surgical procedure was performed, during which the reservoir was found to have herniated out of the space of retzius. The reservoir was replaced with a new conceal reservoir, while the cylinders and pump were inspected and found to be intact. The procedure was completed successfully, and no additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100827671. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).